Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) and informed c-34 and c-00 errors on the integrated electrosurgical unit erbe (erbe) generator. The customer power cycled a couple times and unplugged the foot pedal cables with no change. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. There was a procedure delay of less than 15 mins. Patient demographics was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported issue. The system was tested and verified as ready for use. Isi did receive the erbe generator involved with this complaint and performed the failure analysis. The erbe was placed on an in-house system and was run in normal mode and confirmed the errors. The visual inspection shows the erbe in good condition and the heat sink was faded. The complaint regarding energy issue was confirmed based on the field evaluation and the failure analysis, which indicates that the device did contribute to the customer reported issue.